Event description:
Event description boston scientific crm received information that this right ventricular lead exhibited intermittent non-caputre at 7.5v. The magent rate of the device was 100ppm and the atrial lead was noted as pacing sensing appropriately. No adverse patient effects were reported.